Manufacturer narrative:
(B)(4). The sample will not be returned to baxter for evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem; the root cause will be identified/addressed through the CAPA investigation, idc-CAPA (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv 250 device had ruptured at the end of patient infusion. According to the reporter, the intermate was filled with ceftriaxone. There is no report of patient injury or medical intervention. No additional information is available.